Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. The customer's blood glucose level (bg) was 51 mg/dl. The low bg was addressed with the consumption of orange juice. The customer alleged that the decrease in bg level was due to an insufficient amount of carbs consumed.